Event description:
It was reported that a pump experienced multiple altitude alarms during short flights on two separate occasions in (B)(6) 2025. The customer's blood glucose level was not adversely impacted and did not exceed 500 mg/dl. The customer successfully resolved the issue by reloading the same cartridge and allowing the pump to sit for 20 minutes and did not need to replace the cartridge. Technical support provided tips to prevent future altitude alarms, which the customer understood and acknowledged.